Event description:
It was reported that a patient was admitted to the telemetry floor on (B)(6), 2011 and was being monitored by an m300 and ics central station. It was reported that at some unknown time between (B)(6), 2011 and (B)(6), 2011, the ics displayed a 'bed disconnected' message for the m300 in question. It was reported that the 'bed disconnected' message went unnoticed by the users. It was further reported that when a nurse went to the patient room to check on the patient on (B)(6) morning, it was discovered that the patient had expired. It was reported that the user suspected that the m300 may have discharged the patient without user intervention. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.